Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be loose however not visibly broken at the wrist of the instrument. The pitch input spun freely without corresponding output motion at the distal end, suggesting a failure at the backend. The housing was removed to find one grip cable to be broken near the clamping pulley cable groove. The clamping pulley exhibited white residue around the cable grooves. Failure analysis investigation also found the pitch cable to be frayed. The pitch down cable was frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, the prograsp forceps instrument malfunctioned and the wires extruded. The planned surgical procedure was completed using a back-up instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.